Event description:
On (B)(6) 2024, the customer at (B)(6) hospital in the USA reported that as they released the brake on their optima xr240amx mobile radiographic system to position the tube to a different location, the wire rope (counterpoise cable) broke causing the tube head to descend. There was no patient injury however the technologist positioning the tube head was contacted as it descended and received a small scratch along their left arm that was assessed as a minor injury.

Manufacturer narrative:
Ge healthcareâs investigation into the reported event has been initiated and is ongoing. A follow-up report will be submitted when the investigation has been completed. Legal manufacturer: hcs wso 3000 n grandview blvd. USA, waukesha, wi. 53188.

Manufacturer narrative:
Ge healthcare investigation has been completed and the cause for the tube dropping was caused by multiple factors. First, through analysis of the returned column, it was observed a screw loosened from the column front plate weldment and fell into the pully groove and became stuck. Through continued use, the cable contacted the stuck screw and gradually frayed the cable which eventually caused a loss of cable tension. Secondly, the customer confirmed the system was transported approximately 250 miles on a truck from one hospital to another. Personnel from both hospitals were interviewed and it was determined the system column movement was operating normal when it left the first hospital but was difficult to move when it reached the second hospital. The field engineer (fe) confirmed packaging and handling of the system during shipping was not to ge standards. The customer from the second hospital never serviced the system due to the difficult movement but continued to use the system. The column analysis also observed that one of the tension springs of the safety latch system were pressed inwards and the spring length was extended compared to the original one suggesting the safety latch mechanism may have activated during the transportation process. The customer then attempted to deactivate the mechanism and caused the damage to the tension springs. The transportation of the system also most likely led to the screw loosening from the front plate weldment due to the vibration caused by the transportation of the system. To correct this issue, the entire column was replaced. No further actions are needed.